Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, that the patient's implantable cardiac defibrillator (ICD). And leads were explanted, due to infection. No patient consequences was reported.